Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the extension tubing would not allow urine to drain. The complainant stated that the urine would back up into the tubing, and allegedly cause the tubing to leak. The complainant stated that the entire system was replaced. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the extension tubing would not allow urine to drain. The complainant stated that the urine would back up into the tubing, and allegedly cause the tubing to leak. The complainant stated that the entire system was replaced. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
Received 1 used and 1 unopened extension tubing. The reported event was unconfirmed as the problem could not be reproduced. During the visual inspection, it was noted that the used tube had disconnected from the step connector and the unopened tube had no discrepancies noted. No obstruction or kinks were observed in the samples received. Per dimensional evaluation, the following results were found: pvc tube: sample 1 inner diameter = 0.2962 in (specification is 0.300 in ± 0.004 in). Sample 2 inner diameter = 0.2968 in (specification is 0.300 in ± 0.004 in). Step connector: sample 1 outer diameter = 0.3170 in (specification is 0.310 in to 0.327 in). Sample 2 was bonding with solvent. The samples were found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "latex-free extension tubing. For use with male external catheters. Eighteen inches of durable tubing. Easily cut for proper sizing. Universal adapter helps provide secure catheter connection. Recommended for use with all bard® male external catheters pull to open directions for use: insert universal adapter connecting cone into end of male external catheter. Measure distance to urine bag, and cut tubing if necessary. Attach tubing end to inlet cone of urine bag. (Detach by rolling back tubing end from inlet cone)." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the extension tubing would not allow urine to drain. The complainant stated that the urine would back up into the tubing, and allegedly cause the tubing to leak. The complainant stated that the entire system was replaced. No medical intervention was required and no patient injury was reported